Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/25/2015 with the following findings: the black box showed no evidence of short battery life. There were several ¿cs177¿ low cartridge warnings observed due to normal battery wear. An ez-prime sequence was performed correctly and all currents draw were within specifications. The original complaint was unable to be confirmed or duplicated. The pump¿s cover was removed and no intermittent condition was found internally. Unrelated to the original complaint, the display contrast has a pinkish and dim tint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).